Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no reported adverse effect to the customer¿s blood glucose level. Multiple follow up attempts were performed by tandem technical support to obtain additional information; however, customer did not respond.